Event description:
The reporter stated that the clear yellow safety device (flow clip) broke off. The clips have broken off while on pts and in the clinicians hand before going onto a pt. No pt treatment or injury associated with this event.